Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. This patient was planned to implant 2 flow diverter stents fds before the surgery because the arterial aneurysm is giant. He also said there is no device deficiency of study device. But due to the tortuous access vessel, the catheter was a little distorted. A stent was used to help subject fds be more adherent to tortuous vessel. It is probable that anatomical factors encountered during the procedure resulted in the reported event. An assignable cause of 'procedural factors' will be assigned to the as reported defects ' patient stroke' and 'stent failed/unable to open' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during an endovascular procedure on (B)(6) 2022 in a patient with midline internal carotid artery-petrous (c2 segment), fusiform aneurysm, the subject stent did not open completely in the tortuous vessel and another stent was used to help this subject stent be more adherent to tortuous vessel. The physician feels that the anatomy and/or location of intended area of treatment may have contributed to this event. On (B)(6) 2022, there was newly observed brain infarct, right upper extremity weakness, slight dizziness in this patient which, according to the physician, has unlikely relation to subject device and the procedure but has probable relation to the disease under study. Patient used some nourishes nerves, improves circulation and fluid expansion drug to treat this adverse event which resolved on (B)(6) 2022. Pre procedure - nihss 0, mrs 0, post event ((B)(6) 2022) - nihss 1, mrs 1 and 1m fu ((B)(6) 2023) - nihss 0, mrs 0. Patient is on aspirin and clopidogrel from (B)(6) 2022 to the present. Adverse event of brain infarction start date is updated to (B)(6) 2022

Manufacturer narrative:
This is 1 of 2 report. B5 executive summary - updated. D10 concomitant products grid - updated. H6 clinical signs code grid - updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. This patient was planned to implant 2 flow diverter stents fds before the surgery because the arterial aneurysm is giant. He also said there is no device deficiency of study device. But due to the tortuous access vessel, the catheter was a little distorted. A stent was used to help subject flow diverter be more adherent to tortuous vessel. Additional information received on the 10 jan 2024 states adverse event ae3 - left abducens nerve palsy, not recovered/ not resolved. It is probable that anatomical factors encountered during the procedure resulted in the reported event. An assignable cause of 'procedural factors' will be assigned to the as reported defects 'patient stroke', patient neurological deficit and 'stent failed/unable to open' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during an endovascular procedure on (B)(6) 2022 in a patient with midline internal carotid artery-petrous (c2 segment), fusiform aneurysm, the subject stent did not open completely in the tortuous vessel and another stent was used to help this subject stent be more adherent to tortuous vessel. The physician feels that the anatomy and/or location of intended area of treatment may have contributed to this event. On (B)(6) 2022, there was newly observed brain infarct, right upper extremity weakness, slight dizziness in this patient which, according to the physician, has unlikely relation to subject device and the procedure but has probable relation to the disease under study. Patient used some nourishes nerves, improves circulation and fluid expansion drug to treat this adverse event which resolved on (B)(6) 2022. Pre procedure - nihss 0, mrs 0, post event ((B)(6) 2022) - nihss 1, mrs 1 and 1m fu ((B)(6) 2023) - nihss 0, mrs 0. Patient is on aspirin and clopidogrel from (B)(6) 2022 to the present. Adverse event of brain infarction start date is updated to (B)(6) 2022 additional information received on 10 jan 2024 reported that patient had ae3 - left abducens nerve palsy that started in (B)(6) 2023. This adverse event has unlikely relationship to procedure, subject stent and probable relationship to the disease under study, not related to underlying condition/disease, dapt and other stryker devices. The outcome of the patient is not recovered/not resolved. No treatment was required. Image results - the blood flow of the left internal carotid artery was smooth, aneurysms in the petrous segment and cavernous sinus segment were reduced. 6m fu ((B)(6) 2023) - nihss 0, mrs 0.

Manufacturer narrative:
This 1 of 2 reports. The device remains implanted in the patient.

Event description:
It was reported that during an endovascular procedure on (B)(6) 2022 in a patient with midline internal carotid artery-petrous (c2 segment), fusiform aneurysm, the subject stent did not open completely in the tortuous vessel and another stent was used to help this subject stent be more adherent to tortuous vessel. The physician feels that the anatomy and/or location of intended area of treatment may have contributed to this event. On (B)(6) 2022, there was newly observed brain infarct, right upper extremity weakness, slight dizziness in this patient which, according to the physician, has unlikely relation to subject device and the procedure but has probable relation to the disease under study. Patient used some nourishes nerves, improves circulation and fluid expansion drug to treat this adverse event which resolved on (B)(6) 2022. Pre procedure - nihss 0, mrs 0, post event (B)(6) 2022) - nihss 1, mrs 1 and 1m fu (B)(6) 2023) - nihss 0, mrs 0. Patient is on aspirin and clopidogrel from (B)(6) 2022 to the present.